Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as itchy, red, and burning on back and shoulders. The patient also reported a known history of sensitive skin. The patient¿s physician prescribed ammonium lactate 12 % for the skin irritation. Outcome of the irritation is unknown.